Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor. The customer received bad sensor and change sensor alerts. The customer states the pump went into threshold suspend. The customer states the sensor was showing 47mg/dl, and their blood glucose level was actually 109mg/dl. Troubleshoot was conducted. The customer was advised the sensor would be replaced and retuned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test. Sensor failed per specifications.